Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the biomedical: strange circumstances here. I replaced the pressure sensor board due to tf5507. Now when I turn on device I'm seeing tf 5502, 5505, & 5506 appear. Checked in the troubleshooting logs for these tf5502 code is a +15v and - 15v is dropping out occasionally. The 5505 & 5506 tf 5505: tank pressure above 550 mbar for 50 ms, indicating that a mixer valve is leaking. · tf 5506: error p tank signal on the servo board remains active for 5 seconds and the tank pressure is too high, indicating that a mixer valve is leaking. Dp servo value is over 700 mb. All other zero value calibrations are within specs.